Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a keypad anomaly. The blood glucose reading was 17 mmol/l. The patient stated that the device stopped working over the weekend. The patient did not recall any significant events that led to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at keypad traces. No display ramping on its own anomaly noted. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched display window.